Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was offline for a while, and now it was not communicating. The technical support specialist dialed into the station and noticed the error observed on the health sight viewer was due to the station attempting to upload over 5,000 transactions to the server. This backlog occurred because the station had been offline for more than 100 days. The station could still be used without issues while it completed the upload process. Once all transactions were uploaded, the error resolved itself. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was offline and not communicating. The customer stated that users could use other machines and there was no delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.